Event description:
A customer contacted baxter's technical service center regarding a high drain call registered nurse (rn) that appeared on the homechoice (hc) unit. This event occurred during use at the end of therapy. The home patient (hp) reported a hc with high drain call rn. The hp disconnected and turned off the hc. The technical service representative (tsr) explained the alarm and per the hp, she called the rn. The initial drain equaled 1011 ml, the total ultra filtration (tuf) equaled 1530 ml, the fill volume (fv) equaled 1200 ml, the hc was tidal program, and the total volume percent equaled 50 %. There was no alarm. The tsr would swap the machine. The machine is being swapped by apple express. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) to the home patient (hp) till the new unit arrives. No patient injury or medical intervention was indicated at the time of the initial report. On (B)(4) 2012, baxter quality surveillance followed up with the home patient (hp). The hp confirmed she received the high drain alarm and the technical service representative (tsr) arranged a swap of the machine. The hp confirmed she has received the swap and the new machine is working properly. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a incidence of iipv in an adult was confirmed and the root cause was determined to be insufficient drain due to the tidal ultrafiltration (uf) being set too low. An event history log review was performed with a 'high drain 115 alarm' confirming the reported problem. The tidal uf was programmed at 260 ml which is less than the recommended 70% of the normal total uf which contribute to the problem. The device did not meet baxter specifications upon arrival, thus repair was required. The actual home choice device was evaluated and all functional tests were performed as per baxter?s required procedures. During visual inspection, no issues were observed. The power on self test was successfully performed. The unit was repaired according to required procedures and passed all checks and calibration tests successfully during service. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. This issue is being investigated through CAPA.